Manufacturer narrative:
(B)(4). Guide cath: medtronic: 6f, 7f. Stent: 3.5 x 23 mm xience v, 3.0 x 38 mm xience prime. The xience v referenced is being filed under a separate medwatch report. There was no reported product deficiency for the graftmaster device. The graftmaster otw instructions for use (IFU) lists dissection, death, and stent graft thrombosis/occlusion as known potential adverse events and cardiac arrest as an observed procedural adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Although originally intended for the reported perforation, the graftmaster stent was instead used to treat a dissection, which is not defined as free contrast extravasation into the pericardium. The IFU states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75mm in diameter. It is unknown whether implanting the graftmaster stent or the characteristics of the dissection itself contributed to the growth of the dissection.

Event description:
It was reported that the procedure was to treat long segments of the left anterior descending artery (lad), which was diseased, but only had mild calcification. Pre-dilatation was not performed. After implanting a 3.0 x 38 mm xience prime stent, a significant lesion was noted more proximal; therefore, a 3.5 x 23 mm xience v stent was implanted, overlapping the xience prime. The xience v stent delivery system (sds) balloon was then used for post-dilatation at the overlapped area of the stents. When the balloon was deflated, angiography showed the vessel had ruptured. A 2.5 x 15 mm non-abbott balloon was inflated to maintain the perforated site while preparing to use a graftmaster covered stent. At some point while exchanging the non-abbott 6f guide catheter to a non-abbott 7f guide catheter, the left main (lm) dissected. The 3.5 x 19 mm graftmaster stent was then implanted in the lad due to the dissection. There was good flow in the lm, but the dissection continued to spiral into the lad. The lad completed clotted off and the patient went into cardiac arrest. Despite CPR attempts, the patient could not be resuscitated and died. No additional information was provided.